Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that difficulty was encountered advancing the right atrial (ra) lead through the vessel to the atrial appendage. Once the lead was advanced, multiple positions were attempted, but either high thresholds or no capture was observed at each position. These issues reoccurred after the lead was removed and re-inserted. The lead was removed and replaced. The replacement ra lead also exhibited issues with positioning/placement and capture/thresholds, but was ultimately placed with thresholds within normal range. The replacement lead remains in use. No patient complications have been reported as a result of this event.